Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system but was not able to replicate the reported complaint. The fse advised to ensure the engagement of the sterile adapter and the integrity of the instruments. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical support engineer (tse) that non-intuitive motion was observed on universal surgical manipulators (usms) 2 and 3. The tse advised the caller to check if the surgeon was pulling the finger clutch, and if the surgeon's head was fully in the high resolution stereo viewer (hrsv). The tse also suggested to replace the sterile adapter. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer observed non intuitive motion occurred universal surgical manipulator (usm), and the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The issue was resolved naturally. There was no shakiness or friction experienced/observed.